Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent out of range shock impedance of >125 ohms. At other times, the shock impedance is observed to be within normal limits. Fine amplitude noise can be reproduced on the shock channel with arm movement. A guidant technical services (ts) consultant discussed that a loose setscrew was likely the source for the issue, and recommended delivery of a maximum energy shock to verify therapy availability. If the impedance does not normalize following the shock, ts recommended invasive evaluation to tighten the setscrew. To date, there have been no reported patient symptoms associated with this clinical observation.